Event description:
A home patient contacted baxter's technical service center for assistance regarding a "check lines & bags" alarm received during the prime cycle in anticipation of their automated peritoneal dialysis therapy. Reportedly, the home patient's transfer set was connected to the patient line of the homechoice set during prime. Baxter's technology service center assisted the home patient in ending therapy early. No patient injury or medical intervention was associated with this incident, per the home patient.